Event description:
The customer called to report a button error alarm after wearing the insulin pump in the pool. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor and keypad traces. In addition, the insulin pump had a cracked case at the display window.